Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery and the iliac artery via contralateral approach, the guidewire lumen and guidewire allegedly got stuck. It was further reported that the guidewire was allegedly difficult to remove. Reportedly, the guidewire lumen was found to be damaged. The balloon and guidewire were removed as one unit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter and unknown guide wire were returned for evaluation. No specific anomalies were noted on the catheter shaft, strain relief was moved to the center of the catheter and not seated properly. One of the core wires was noted to be broken/detached from the distal tip of the catheter and the inner guide wire lumen noted to be bunched. Dried blood residues noted throughout the guide wire lumen. No functional testing was performed due to condition of the device. All the anomalies noted on the microscopic observation. Therefore, the investigation for the reported difficult to remove and device-device incompatibility remains inconclusive as no functional testing has been performed due to the condition of the device. However, the investigation for the reported material deformation is confirmed, as the inner guide wire lumen noted to be bunched was able to be observed on the returned device. The investigation was also confirmed for an identified scoring wire break as one of the scoring wires was noted to be detached from the distal tip of the catheter. A definitive root cause for the reported difficult to remove ,device-device incompatibility ,material deformation and scoring wire break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).